Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid inside the pump module of their cycler after ending their pd treatment. The patient reported receiving a balloon valve leak alarm during step 5 of setup for treatment. The alarm occurred multiple times before and after the leak and the cycler was re-setup with new supplies three times. The patient contact could not pinpoint exactly where the fluid leaked out of but could confirm that it was within the pump module and the cassette was full of fluid. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn confirmed the reported event but was unable to confirm during which phase of treatment the fluid leak occurred. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The pdrn confirmed that the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler is available to be picked up and returned.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid inside the pump module of their cycler after ending their pd treatment. The patient reported receiving a balloon valve leak alarm during step 5 of setup for treatment. The alarm occurred multiple times before and after the leak and the cycler was re-setup with new supplies three times. The patient contact could not pinpoint exactly where the fluid leaked out of but could confirm that it was within the pump module and the cassette was full of fluid. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn confirmed the reported event but was unable to confirm during which phase of treatment the fluid leak occurred. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The pdrn confirmed that the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler is available to be picked up and returned.